Event description:
It was reported that the patient had a pedicle screw break at s1 level 18 months post-op. No patient complications were reported.

Manufacturer narrative:
(B) (4). The device has not been returned to medtronic for evaluation. Unable to determine cause of event.